Event description:
The patient underwent a revision on (B)(6) 2026 for a failed exactech anatomic total done several years ago. The doctor converted the construct to a reverse total shoulder utilizing an rspeed glenoid, peripheral screws, kickstand, and glenosphere. The humeral side remained intact with an exactech short stem prothesis utilize at the initial anatomic procedure several years ago. Unfortunately, x-rays show that the rspeed glenoid baseplate has failed at the 6.5 screw. Reporter have x-rays that can be shared if needed. Doi: unknown, dor: (B)(6) 2026 , affected side: right shoulder.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.